Event description:
It was reported that the patient was experiencing headaches, itching, tingling in her fingers, rash, and low grade fever during lead trial. The patient underwent early lead pull and was expected to fully recover. The explanted product was discarded by the facility.